Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 40 and blood glucose was 123 mg/dl. Customer also reports that sensors would bend due to nature of work. Customer states that infusion set would separate from pump at quick release. Customer was advised that sensor and infusion set would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensors performed continuity resistance the sensor failed per specifications also, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.